Manufacturer narrative:
Correction to event description: imaging performed on (B)(6) 2014 was via cta and imaging performed (B)(6) 2014 was via ultrasound.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional device implanted (B)(6) 2014: gore excluder aaa endoprosthesis /lot#: 12140505/plc161000. A review of the manufacturing records verified that the lot met all pre-release specifications. The device remains implanted therefore, a direct product analysis could not be performed. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use include the following warning among others: adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak¿.

Event description:
On (B)(6) 2014, a patient underwent the placement of two gore excluder aaa endoprostheses for the treatment of an abdominal aortic aneurysm. On (B)(6) 2014 the maximum aortic diameter measured via ultrasound showed an increase of 11 mm since the previous measurement taken via cta on (B)(6) 2014. The investigative site reported that the patient had a persistent type ii endoleak and on (B)(6) 2016 the patient underwent embolization of the lumbar and ima arteries. The procedure was successful and the patient was discharged to home the following day.